Event description:
Boston scientific received information that a red alert was issued in the patient's remote monitoring system indicating an out-of-range shock impedance measurement was recorded. A review of lead measurements found normal shock impedances until there was a sudden increase, from 40 ohms to 100 ohms. The patient was to be seen in the hospital to evaluate the right ventricular (rv) lead. A technical services (ts) consultant provided troubleshooting steps. During the device check in the hospital, the shock impedance measurements were greater than 200 ohms in all three vectors. Noise was produced on the shock electrograms during pocket manipulation. It was also observed that the pacing impedance measurements on the left ventricular (lv) lead were greater than 3,000 ohms. The lv pacing configuration was programmed with lv tip to rv. When the lv lead was tested in the other pacing configurations not using the rv electrode, the measurements were within normal limits. Ts discussed this was due to using the rv lead in the lv pacing configuration, which confirmed there was an issue with the rv lead. Specifically, a connection issue with the df- terminal pin or a fracture of the df- leg should be considered. A revision procedure was planned for two days later. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). An x-ray of the df- leg of the rv lead was performed to evaluate the conductor from the terminal pin to the yoke. No conductor fracture was visualized. A revision procedure was performed and it was discovered that the df- setscrew was loose. The setscrew was tightened and the shock impedance measurements were then within normal range. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.